Event description:
Nurse called because she was having trouble with pt's ht70 vent. Originally it was alarming "low vte" and "check prox line". She could not resolve these alarms, so she completed a "circuit check" and the vent did not pass. She changed the circuit and did another circuit check. The vent did not pass again and we could not resolve the issue by troubleshooting over the phone. Pt was comfortable on the back up ventilator. When the respiratory therapist went to the home to do vent exchange, she could not get vent to complete the circuit check. She then found that the mode was different what pt is usually on. The vent was set to spontaneous / pressure, but pt is usually simv pressure. Respiratory therapist could not get the mode to switch back. It appeared as though the screen was locked. Ventilator was exchanged and brought back to the phs. Biomedical dept attempted to get the modes to switch but were not able; screen was still frozen.